Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers scrolling noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump keypad/buttons were not responding. Customer stated the insulin pump was exposed to moisture. Customer's blood glucose was 166 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.